Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/01/2012 device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up arrow, down arrow and ok keypad symbols were worn off. Evaluation revealed that all of the keypad buttons required multiple button presses and excessive force in order to elicit a response. The keypad buttons were found not to spring back and click back normally. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, a review of the black box history shows that the time and date reset to factory settings after several power on resets. The internal battery was found to be leaking and unable to hold charge. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the down arrow button and the ok button require multiple presses for a response. There was no reported patient impact associated with this complaint.